Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information received: patient info: (B)(6) patient, no severe primary diseases; pre-existing hemorrhoid surgery several years ago. Date of surgery: (B)(6) 2015. During surgery the device performed as usual and without any problems. The staple line was complete, no bleedings were observed. Histological examination of the resected tissue was inconspicuous. Post-surgery a serious deterioration of patients general condition appeared. Hb decreased but no intraluminal bleeding could be observed. Also no bleeding was observed in ultrasonic examination. During endosonography next day a severe bleeding into the bowel tissue could be observed. Therapy: ICU, ventilation, blood transfusion, several re-surgeries for blood and clot removal out of the extraperitoneal space. The lot number of the device is unknown as the device has been discarded by the customer after surgery. We are trying to get some further details especially regarding the current patient¿s condition. Postoperative bleeding is the most common complication of surgery for hemorrhoids. It can happen with any procedures including longo. It is inherent to this surgery. In this specific case, the fact that the patient had already been operated in the past is likely to have played a role. There is no reason to suspect the stapler did not work correctly.

Event description:
It was reported that after a hemorrhoidopexy procedure, during the procedure everything seemed ok. There was no bleeding. Days later, there was bleeding in the colon. No further information is available. It is unknown what was used to complete the procedure.

Event description:
It was reported that after a hemorrhoidopexy procedure, during the procedure everything seemed ok. There was no bleeding. Days later, there was bleeding in the colon. No further information is available. It is unknown what was used to complete the procedure.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information received: patient info: (B)(6)patient, no severe primary diseases; pre-existing hemorrhoid surgery several years ago. Date of surgery: (B)(6) 2015. During surgery the device performed as usual and without any problems. The staple line was complete, no bleedings were observed. Histological examination of the resected tissue was inconspicuous. Post-surgery a serious deterioration of patients general condition appeared. Hb decreased but no intraluminal bleeding could be observed. Also no bleeding was observed in ultrasonic examination. During endosonography next day a severe bleeding into the bowel tissue could be observed. Therapy: ICU, ventilation, blood transfusion, several re-surgeries for blood and clot removal out of the extraperitoneal space. The lot number of the device is unknown as the device has been discarded by the customer after surgery. We are trying to get some further details especially regarding the current patient¿s condition. Postoperative bleeding is the most common complication of surgery for hemorrhoids. It can happen with any procedures including longo. It is inherent to this surgery. In this specific case, the fact that the patient had already been operated in the past is likely to have played a role. There is no reason to suspect the stapler did not work correctly. Additional information requested: what is the current patient status? Was there anal bleeding prior to the procedure? What degree of hemorrhoids did the patient have? What is the users experience with the device? How long was the device closed prior to firing? Where within the green tissue compression/gap setting scale was the orange indicator set for firing? What was the appearance of the deployed staples? Where was the source of bleeding? What were the re-surgeries? How do the re-surgeries relate to the procedure? Was a proctoscopy done? Was an anoscopy done?

Manufacturer narrative:
(B)(4). Patient is currently in a good condition. However, the patient stayed in ICU for several days and it was not easy to wean the patient from ventilation due to depression. During use of the pph03 there were no issues with the device. The stapleline looked good. The surgeon does not think that the event is related to the pph03. The first re-surgery due to bleeding was performed 4 hours after the initial procedure. A big retroperitoneal hematoma was detected during re-surgery. However, staple line was still ok, surgeon overstitched by hand. 24 hours later the retroperitoneum was filled with blood again. The surgeon opened the posterior rectum wall and stopped the bleeding with abdominal bandages successfully. A protective stoma was not necessary.